Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the tampons fell apart leaving pieces inside her. She manually removed tampon pieces and pieces of tampon continued to come out of her. She experienced discomfort, diarrhea, foul vaginal odor, fever, loss of appetite, pelvic pain and cramping. Consumer alleged these symptoms have come and gone with every period for months. She self-treated with (B)(6) and douches. Consumer alleged her symptoms worsened so she went to her doctor for a vaginal exam. During vaginal exam no tampon pieces were found but she experienced unusual cervical bleeding which resolved. Doctor performed several tests and she was diagnosed with an unspecified infection and prescribed metronidazole 500mg. Consumer stated she was still hurting but her health was improving.